Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the guide wire with no relevant findings. Complaint verification testing could not be performed as no sample was returned for analysis. A DHR review was performed on the guide wire with no evidence to suggest a manufacturing related cause. The probable cause of a kinked guide wire during insertion could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the guide was folded (kink) at the time of insertion. The procedure was completed successfully with another device.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guide was folded (kink) at the time of insertion. The procedure was completed successfully with another device.